Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer stated that the pump is not alarming at the time of the call. Customer was assisted with clearing the alarm. Customer was explained that this is normal pump behavior. Troubleshooting was performed for the blank display and the failed battery test alarm. Customer stated that the contacts on the battery cap are damaged. Customer was advised that a replacement battery cap will be shipped. Customer stated that the battery cap just broke and declined troubleshooting for high blood glucose.